Manufacturer narrative:
The device was received and the leaking was not found and the complaint could not be duplicated. The device was serviced and returned to the customer.

Event description:
It was reported that the handpiece was leaking blood when it was in the sterile processing department. There was no pt involvement or adverse consequences related to this event.